Event description:
Olympus received medwatch 5147760, which reports that during a transurethral resection of the bladder tumor using the resection sheath, the plastic tip of the resectoscope broke off in the patient's bladder and was initially located. Once the surgeon addressed the bleeding and cauterized where the tumor was, the surgeon went back to find the plastic piece and it was no longer visible. The surgeon continued to look for the piece for a prolonged time. The drapes were checked along with the floor and all surrounding areas around the patient and the piece was never located. The surgeon will continue to search during repeat cystoscopies, as reported. There was no delay in procedure and no error messages observed because of the failure. The procedure was completed with the same device. There were no reports of further patient or user harm associated with this event.